Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'door not close' was reproduced. A review of the event history log (ehl) revealed "shut door - power off" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the lower latch not fully closing with link. The link/ link switches requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed a door not close error during programming/setup. There was no patient involvement. No additional information is available.